Manufacturer narrative:
Device is used for treatment, not diagnosis device is an instrument and is not implanted/explanted. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure the pin in the transforaminal posterior atraumatic lumbar spacer applicator handle sticks and the pin in the matrix distractor rack came loose. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
The product development evaluation performed a visual review of the returned applicator inner shaft and confirmed the inner shaft was broken. The broken tip is missing. Four plastic deformations are present on the cranial side of the groove of the applicator inner shaft. These deformations are so important, that they caused the applicator inner shaft to be jammed in the applicator outer shaft. No design related issues that would have contributed to this complaint were found. The complaint condition is likely due to overloading and wear of the parts. Potential factors may be overloading of instrument. The complaint was determined to be invalid. (B)(6).